Manufacturer narrative:
It was reported that the patient experienced skin irritation with open/peeling skin. The patient experienced a swollen section of her skin while wearing the electrode - adaptor - flex. The patient did seek medical treatment by visiting the emergency room and was prescribed an oral steroid. Engineering evaluation was unable to be performed as the electrode - adaptor - flex was not returned. The electrode-adaptor-flex is single use and was disposed after use; therefore, it is not likely to be returned. The patient reported following skin prep instructions and has a known skin sensitivity or allergies to metals or adhesives. Any skin irritation is probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and or/attribute to electrode skin irritation and associated symptoms. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported that the patient experienced skin irritation with a severe allergic reaction. The patient had open/peeling skin and experienced a swollen section of her body while wearing the electrode - adaptor - flex. The patient did seek medical treatment by visiting the emergency room and was prescribed an oral steroid. The patient took a break in service and did follow skin preparation procedures.